Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed three dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for second needle: 1221934-2016-10116. (B)(4).

Event description:
The sales rep reported that during a meniscus repair that the silicone tubing on his omnispan meniscal repair system with 12 degree needle would bunch up when withdrawing after implanting the first implant causing the 2nd implant to jam. The surgeon cut the suture and left the first implant in and repeated the process with the same results. The surgeon completed the procedure using a 3rd 12 degree needle system with no patient consequences or delays. The sales rep reported that the surgeon did not over penetrate the meniscus. The sales rep reported 4 implants in total were used to secure the fixation. The sales rep reported that the extra 12 degree system was needed because of the failure of the 1st two attempts.